Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted on (B)(6) 2019. Date of issue and sensor insertion is an approximation. The patient reported that within hours of inserting her first sensor, she experienced an allergic reaction. She developed hives, a swollen tongue, and difficulty breathing. She removed the sensor and administered epinephrine from her epi-pen. The hives resolved and she was able to breathe. The event occurred the day the sensor had been inserted. She was evaluated by her physician and has started allergy testing. No additional event or patient information is available.